Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date occured two days after being placed inside the patient. The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four percuflex locking loop nephrostomy catheters used in the same patient. It was reported to boston scientific corporation that two percuflex locking loop nephrostomy catheters were place into the patient during a procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, it was noted that both of the catheters were cracked and leaking. Reportedly, the patient had to be transported through medivac for urgent replacement procedure of the catheters two weeks post insertion. Few days after the leakage was noted, a replacement procedure was completed with another two percuflex locking loop nephrostomy catheters; however, the same issue occured with the newly implanted catheters within 2 days inside the patient. Patient is well but scheduled for another tube replacement week of (B)(6). There were no patient complications reported as a result of these events.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date occurred two days after being placed inside the patient. Device evaluated by manufacturer: the device was not returned for analysis. Photos from the procedure were provided and reviewed. The images showed the device was implanted in the patient and a shaft kink was visible next to the patient's body.

Event description:
Note: this report pertains to one of four percuflex locking loop nephrostomy catheters used in the same patient. It was reported to boston scientific corporation that two percuflex locking loop nephrostomy catheters were place into the patient during a procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, it was noted that both of the catheters were cracked and leaking. Reportedly, the patient had to be transported through medivac for urgent replacement procedure of the catheters two weeks post insertion. Few days after the leakeage was noted, a replacment procedure was completed with another two percuflex locking loop nephrostomy catheters; however, the same issue occured with the newly implanted catheters within 2 days inside the patient. Patient is well but scheduled for another tube replacement week of (B)(6). There were no patient complications reported as a result of these events. Reportedly, the devices were used from kidney, through the ureter and into the bladder. It was further reported the replacement procedure occurred on (B)(6) 2020 and non-boston scientific catheters were used. The four boston scientific catheters used prior were percuflex nephroureteral stents.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date occured two days after being placed inside the patient. Block d4, h4: the complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code 3191 captures the reportable event of additional procedure required to replace the defective device. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four percuflex locking loop nephrostomy catheters used in the same patient. It was reported to boston scientific corporation that two percuflex locking loop nephrostomy catheters were place into the patient during a procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, it was noted that both of the catheters were cracked and leaking. Reportedly, the patient had to be transported through medivac for urgent replacement procedure of the catheters two weeks post insertion. Few days after the leakeage was noted, a replacment procedure was completed with another two percuflex locking loop nephrostomy catheters; however, the same issue occured with the newly implanted catheters within 2 days inside the patient. Patient is well but scheduled for another tube replacement week of december 15 to 18. There were no patient complications reported as a result of these events. Additional information received on 22dec2020. Reportedly, the devices were used from kidney, through the ureter and into the bladder.